Event description:
It was reported that this right atrial (ra) lead exhibited a change in pacing thresholds. It was suspected the cause could be a micro-dislodgment. The field representative mentioned the ra lead will be interrogated in the facility. At this time, this lead remains in service. No adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.